Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of broken cord loop. It was also noted that the ends of the cord loop were frayed. Based on the condition of the returned unit and the description of the event, it is possible that the reported event was due to the manner the event unit was handled during the procedure resulting in tension being exerted at the location of the break. It is also possible that cord was damaged by a sharp object or instrument. However, as the bag assembly was not returned for evaluation, the exact root cause is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: robotic lap chole event description: limited information currently available. Inzii device malfunctioned during use. Product is available for return. Additional information received on (B)(6) 2023 via email from account manager: bag deployed without the string. Intervention: ni patient status: no patient injury occurred.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed; robotic lap chole. Event description: limited information currently available. Inzii device malfunctioned during use. Product is available for return. Additional information received on 12sep2023 via email from account manager: bag deployed without the string. Intervention: ni. Patient status: no patient injury occurred.